Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in one piece. Microscopic inspection of the tip indicated it was degraded. Visual inspection of the fiber body did not exhibit any breaks. There was distorted light exiting the connector face and no aim beam exiting the fiber tip, confirming the reported complaint. The observed condition of no light distorted exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the faulty transmission tube likely led to the damaged observed in the fiber connector.

Event description:
It was reported that the output was weak, so the transmitter tube was replaced. In the first case of returning to the hospital after repair and replacement, an event occurred in which the debris shield burned frequently. According to the services opinion, there is a possibility that the replaced transmission tube is defective. This procedure was completed with another of the same device. After that, the fiber was returned for evaluation and the analysis determined that there is an internal connector fracture; therefore, it meets reporting criteria based on this finding.